Manufacturer narrative:
E1; Name: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.

Event description:
It was reported in Germany that a patient experienced catheter loose event on (b)(6)2026.